Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not run true, the o-ring was worn and allowing the entire device to spin when the handpiece device was ran. It was further determined that the device was running untrue, was spinning too fast when running and the grip was heating up. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on the components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the radiolucent drive mark device did not run true and the o-ring was worn, allowing the entire device to spin when the handpiece device was running. During in-house engineering evaluation, it was observed that the device was spinning too fast when running and grip was heating up. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.